Event description:
It was reported that a female patient underwent a ischemic ventricular tachycardia - left (l-isvt) procedure with a smart touch bidirectional catheter suffered a pericardial effusion which did not require intervention. However, the patient did require extended hospitalization. The patient¿s medical history is unknown. During the procedure, a pericardial effusion was discovered by ultrasound. A transseptal puncture was performed. The pericardial effusion was not caused by the transseptal needle. It was also stated that the condition was not caused by the ablation catheter. However, the pericardial effusion was first noted during the ablation phase. The physician noted the possible cause was the condition of the patient and procedure related but was unsure of the actual cause. The ablation power was set at 30 watts. The power was not titrated during ablation. The sro 8.0 sheath was used. The flow setting was set at 17 ml/min. There were no error messages observed on the biosense webster equipment during the procedure. The act was maintained between 300-375. The patient did not require medical intervention. However, the patient did require extended hospitalization. The patient was reported to be in stable condition.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.stockert 70 system. 3. Cool flow pump. 4. Pentaray catheter. (B)(4).